Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose levels. It was reported that the customer had high blood glucose levels of over 32.0 mmol/l at the time of incident. Customer was treated with insulin pump. Customer stated insulin pump battery was low and also insulin pump was died. It was unknown that customer was using auto mode or not. Customer did not wish troubleshooting. The insulin pump will not be returned for analysis.